Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The proximal conductor was distorted and there was blood in/on the helix mechanism. The lead was returned with the helix fully extended and there was blood and tissue on it. The lead was stretched and damaged at implant.

Event description:
It was reported during implant, the atrial lead required over ten placements with multiple dislodgements. A possible helix deployment mechanism failure was suspected. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.